Event description:
It was reported that the insulin pump was exposed to fluid. The blood glucose reading is 182 mg/dl. Customer jumped into pool. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with frozen screen due to moisture damage on the electronics. Moisture damage found on the motor.